Event description:
It was reported that (1) tsw45 device was used during a vaginal hysterectomy procedure. It was reported by the rep that the surgeon fired the tsw45 stapler on the broad ligament. After examining the staple lines the surgeon noticed that the staples had not formed properly. It was reported that the device misfired. The staples did not form and were not hemostatic. The surgeon had to end up suturing over the staple line and finishing the procedure. There was no consequence to the pt.